Event description:
The shunt was revised in 2000, approximately six days after implanted. Pt has had multiple shunt revisions. The shunt was not working properly. Both distal and proximal catheters were patent.